Event description:
A report was received that the patient will have a possible explant.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to inadequate pain relief.

Event description:
A report was received that the patient will have a possible explant.